Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing for what looks like myopotential type noise. The noise stopped when charging began and the episode was untreated. Isometric testing was performed and only the primary vector passing. Troubleshooting options were discussed and programming options were recommended. Additional information received indicates that the s-ICD was turned off. The patient is wearing a life vest and awaiting an upgrade procedure to be performed at a later date. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing for what looks like myopotential type noise. The noise stopped when charging began and the episode was untreated. Isometric testing was performed and only the primary vector passing. Troubleshooting options were discussed and programming options were recommended. Additional information received indicates that the s-ICD was turned off. The patient is wearing a life vest and awaiting an upgrade procedure to be performed at a later date. No additional adverse patient effects were reported. Currently, the s-ICD system remains implanted.